Event description:
It was reported that during a follow-up in clinic, low high voltage lead impedance was observed on the right ventricular lead. Output issue was also noted. The lead and ICD were explanted and replaced. Patient was in stable condition before, during and after the procedure.